Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effect of dissection is listed in the xience xpedition, everolimus eluting coronary stent system, instructions for use, as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2020 and a 3.5x12mm xience alpine stent was successfully implanted in the mid right coronary artery (rca) lesion. On (B)(6) 2020, a 2.5x22 abbott stent was successfully implanted in the proximal left anterior descending (lad) lesion. A 2.5x12mm xience xpedition stent was successfully implanted in the mid lad lesion. Following, a dissection occurred, successfully treated with a 2.75x26mm abbott stent. A 3.0x30mm abbott stent was successfully implanted in the proximal circumflex (cx) lesion and a 3.5x26mm abbott stent was successfully implanted in the left main (lm) coronary artery lesion. 0% residual stenosis observed following with all vessels. The event resolved without sequela that same day. No additional information was provided regarding this issue.